Event description:
On (B)(6) 2022, it was reported by a third party that a patient had an arthrex screw implanted in the knee and the patients bone has disintegrated. No further information has been provided at this time. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 4/12/2023: per the operative report: the patient fell on a flexed knee and began to experience pain and a sensation of instability. About a month later, on (B)(6) 2009, the patient underwent a right anterior cruciate ligament reconstruction. During the procedure, an arthrex bio-ttransfix pin was used to capture a tibialis anterior allograft into place. An arthrex biocomposite, 28 mm screw, measuring 12 mm in diameter, was placed anterior to the graft. The procedure was completed successfully. Per the patient:in 2017, mass caverns disintegrated due to the screws found. Underwent a total knee replacement, two infections, another total knee replacement and now has a fractured tibia due to cavens in knee. Additional information received on (B)(6) 2023: per the operative report dated (B)(6) 2009: the patient suffered an acl tear when she fell onto her flexed right knee. Since then, has experienced pain and a sensation of instability and has had difficulty fold-knee extension. The patient wished to proceed with surgical treatment. Following the consult, the patient was taken to the operating room on (B)(6) 2009 where general anesthesia was administered. Considerable time was spent evaluating the lateral meniscus. A large cyclops-type lesion of acl tissue was found protruding into the anterolateral joint space. The remnants of the acl were debrided using a shaver. A longitudinal incision was then made just medial to the tibial tubercle. Dissection was carried out sharply down to bone and the soft tissue elevated subperiosteally. The transtibial guide was then used to drill the tibial tunnel at 55 degrees angled to the tibial plateau exiting into the footprint of the acl just anterior to the pcl. The tibialis anterior allograft had been prepared before starting the case with whip stitches of #2 fiberwire and then placed onto the graft tensioning table with 15 degrees of flexion applied to remove the creep from the collagen. This had been measured to a size 10 in diameter. An arthrex bio-composite 28-mm screw measuring 12 mm in diameter was placed anterior to the graft. This nicely stabilized the tibial attachment. There was good squeak while the screw was being placed. The knee was then checked for a range of motion. She had excellent motion without graft impingement. The knee was then suctioned free of fluid. The proximal tibial incision was closed in a multilayer fashion with 2-0 vicryl and 3-0 monocryl. The knee was examined under anesthesia. The patient had a very positive pivot-shift test and lachman test. Per the radiology report dated (B)(6) 2010: the patient had a 5-sequence MRI of the knee performed. The patient's status is post acl graft repair. The acromioclavicular ligament graft appears unremarkable. There is a slight widening of the distal femoral graft tunnel with possible bony resorption. Mild degenerative blunting of the central free edge of medial greater than lateral menisci. Mild cartilaginous thinning of the knee joint and mild chondromalacia patella. Per the radiology report dated (B)(6) 2010: the patient had a comparison MRI of the right knee without a contract on (B)(6) 2010. Helical scanning through the knee was performed on (B)(6) 2010 without IV or intra-articular contrast. Small osseous-appearing fragments along the anterior margin of the tibial tunnel are consistent with intra-articular bodies. As noted above, focusing on the knee MRI of (B)(6) 2010. Per the operative report dated (B)(6) 2017: the patient received an evaluation on (B)(6) 2017 on the right knee, which was injured while unloading hay bales. The patient was taken to the operating room on (B)(6) 2017, and the surgeon observed that the patient had an acute posterior horn lateral meniscus tear.